Event description:
Information received notes that during a follow-up, the device was in rrt mode. After programming out of rrt, the device exhibited intermittent loss of capture. Measured battery data noted 1.98v, <1 kohms impedance and 198ua current drain. The device was programmed to vvi, 70ppm at 5v to regain capture. The device was interrogated thirty minutes later with normal measurements and capture. The patient did not have a stable underlying rhythm.